Manufacturer narrative:
Product complaint # (B)(4). Visual examination revealed that the hex lobes of the x25 final tightener¿ distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of the tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the final torque wrench presents poor quality, it is strip and almost damaged the locking nut. Medical report: "good evening, I operated on the jclmp patient's afternoon, I had problems in two situations: kerrinson of 2.3 and 4mm without cut, which made the surgery difficult; the final torque wrench presents poor quality, it is strip and almost damaged the locking nut. I request that both the support material and implant instruments be better evaluated for wear and that the torque wrench be discarded to avoid problems in other surgeries." This complaint refers to the torque wrench. Another product complaint will open for the 2.3 and 4mm kerrinson products. Product information: code: 279712600 lot: gm4133501 hexagonal key x25 final tightening